Event description:
It was reported that the right atrial (ra) lead had varying and high impedance, no capture, possible fracture and possible connector issue. It was also reported that the implantable cardiac defibrillator (ICD) had a possible setscrew or connector issue. The ra lead will be revised and the ra lead and ICD are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.